Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the case was damaged, the upper and lower cases were broken. It was further noted that the battery release and battery drawer were contaminated, the side bail covers and atrial output connector were broken, the lead flex cover was broken and corroded, the battery contacts were compressed, the keyboard was scratched and the serial number label was torn. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator (epg) case was damaged. The epg was returned for repair. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.